Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was 162 mg/dl. The customer doest not want to troubleshoot because she wants replacement of the insulin pump. The customer does not want to return set and reservoir for analysis. The patient was advised to call when alarm occurs in order to troubleshoot. The customer was sent a replacement of the insulin pump at her request.